Event description:
Customer reported the insulin pump received a battery failed. Customer attempted to give a bolus and the number were scrolling non stop. Customer's blood glucose was 192 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after the battery installation. The insulin pump had operating currents within specification. No failed battery test alarms were noted. The insulin pump had unresponsive up button due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.